Manufacturer narrative:
Results: no relevant manufacturing issues were found that may have contributed to the reported event. Conclusion: lack of proper indentations on the returned blocker indicate that the blocker was not adequately tightened, which is likely the factor that contributed to the early loosening of the blocker.

Event description:
It was reported that on (B)(6) 2016, primary surgery due to l4 pyogenic spondylitis was performed. L2, 3, 5 were fixed. After the surgery, the pop up of l5 right blocker was found. Revision surgery is planned on (B)(6) 2016.

Event description:
It was reported that on (B)(6) 2016, primary surgery due to l4 pyogenic spondylitis was performed. L2, 3, 5 were fixed. After the surgery, the pop up of l5 right blocker was found. Revision surgery is planned on (B)(6) 2016.